Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the cooler heater would not cool below twenty-one degrees. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) confirmed the reported complaint. The compressor runs but does not cool the cooler heater unit or form an ice block. All pumping and heating functions work properly. The compressor needs service and the freon level checked, which cannot be accomplished in the field. This will require factory repair or service by a qualified a/c service technician.